Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had informed their doctor on (B)(6) 2016 that the device had been shifting and they were not using it because when using it had more pain in areas they had not been having pain. The patient did not know the circumstances that led to the device shifting or why their knees or shoulders hurt when the device was being used. The patient stated they were worried when the device first shifted, but they would stand and move forward and bend then stretch and the device went back in place. The patient wanted the system explanted and had not found a doctor to explant the system.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) had shifted down. This was noticed a month prior to (B)(6) 2016 and the patient had felt it move around in the past month. There were no patient symptoms reported. The patient was implanted for spinal pain. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.